Event description:
Reporter noted aspiration stopped with strange tone when u/s tip occluded with lens nucleus. Solution leaked from cassette. Thermal burn occurred at incision site; sutured wound to close. Prognosis: no problem.